Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the units were powered off during the process of delivery. There was patient involvement but harm is unknown.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, g, b, c codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the units were powered off during the process of delivery. There was patient involvement but harm is unknown.

Manufacturer narrative:
Omit: report source other. Correction: unique device identifier (UDI)#, report source added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the customer¿s report of the units powering off during the process of delivery was confirmed through log review; the battery had disconnected from the pcu. ¿ on (B)(6) 2022 at 3:31:11pm, the system was disconnected from ac power, and the system continued to infuse on battery power. ¿ at 3:46:35pm, the pcu detected a complete battery discharge, as well as a battery disconnect; this resulted in the pcu shutting down. ¿ analysis of the pcu battery log showed that a reset event had occurred when ac power was restored. ¿ the reset event is occurs whenever the pcu is rebooted for any reason. ¿ as the system was removed from ac power only 15 minutes prior to the shutdown event, the battery quickly reached full charge when ac power was restored. ¿ laboratory testing of the system was unable to replicate the battery disconnect event; the system was observed to function as intended. ¿ in impact event was observed on the tamper switch housing during inspection of the device. It could not be determined if this issue could have been a contributing factor towards the battery disconnection. ¿ it was also observed that the battery¿s date code was 1917 (april 2019), which indicated that it was past its use age. ¿ to ensure proper battery maintenance, it is recommended to replace the battery every 2 years by qualified service personnel. ¿ the device was being used for treatment purposes. Root cause: the root cause of the units powering off during the process of delivery was determined through log review; the battery had lost connection with the pcu. Laboratory testing of the system was unable to replicate the battery disconnect event; the system was observed to function as intended. Note that imdrf annex a040502, a0401, a09, c0601, c07, d15, g02017, g02034 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the units were powered off during the process of delivery. There was patient involvement but harm is unknown.